Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Clarification to d6a - partial implant date provided as 2017. Date in d6a was adjusted/removed as device was not manufactured until 30/may/2017.

Event description:
Device has been explanted.